Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a cystoscopy with a right ureter stent removal procedure on (B)(6) 2022, the black silicone filiform double pigtail ureteral stent broke at the side port. An unintended portion of the stent remained in the patient and an additional surgery was scheduled (B)(6) 2023 to remove the separated part of the stent. The stent was placed for a ureteropelvic junction obstruction (upj), but the exact implant and explant dates was not provided. The stent was in the patient for 5 months and was not being monitored. The stent was removed to see if the upj obstruction improved after dilation. Graspers were used in the procedure. No information was provided for the stent storage conditions. The patient was a 60 year old female and her weight was 135 lbs. The patient did not have a prolonged hospitalization or experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, a personnel interview, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as visual inspection of the device were conducted. The device was returned to cook without packaging or labeling for investigation. The returned stent was in two pieces with the broken end of each piece matching up to the other. Cook was not able to complete a review of the device history record (DHR) as the lot number was unknown. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ additionally, the IFU cautions, "do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ based on the available information, cook concluded the root cause for this incident was unable to be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received: as reported, during a cystoscopy with a right ureter stent removal procedure on (B)(6) 2022, the black silicone filiform double pigtail ureteral stent broke at the side port. An unintended portion of the stent remained in the patient and an additional surgery was scheduled (B)(6) 2023 to remove the separated part of the stent. The stent was placed for a ureteropelvic junction obstruction (upj), but the exact implant and explant dates was not provided. The stent was in the patient for 5 months and was not being monitored. The stent was removed to see if the upj obstruction improved after dilation. Graspers were used in the procedure. No information was provided for the stent storage conditions. The patient was a 60 year old female and her weight was 135 lbs. The patient did not have a prolonged hospitalization or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information received (B)(6) 2023: a2, a3, a4, b2, b3, b5, d9 correction: b1, h1, h6 (annexes e and f) h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: inventory coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during removal of a black silicone filiform double pigtail ureteral stent, the stent broke in half. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.